Event description:
On (B)(6) 2015, the reporter contacted animas and alleging inaccurate delivery and that the patient had blood glucose levels (bg) 200-300 mg/dls with moderate ketones, vomiting and decreased appetite. And was then admitted with diabetic ketoacidosis (dka). During troubleshooting, customer support found that the patient had a gastrointestinal virus. This complaint is being reported as the patient experienced dka and customer support was unable to eliminate the pump as a cause during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 8/21/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to duplicate the complaint. Pump history shows the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. Pump history shows the pump was manually suspended on (B)(6) 2015 12:39 and manually resumed at 13:27. Review of the total daily doses correctly reflect the users programmed basal and bolus deliveries. Pump completed a delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).